Event description:
Paramedics responded to a person described as in full cardiac arrest. The pt was connected to the device to initiate transcutaneous pacing. According to the reporter, the device would not pace the pt. Another paramedic at the scene attempted and successfully administered pacing with the device. No adverse affects to the pt were reported as a result of the alleged malfunction.